Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to pain and instability. The cause of the pain and instability could not be determined. The liner and modular head where removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 1999. Subsequently, patient was revised on (B)(6) 2014 due to pain and instability. The cause of the pain and instability could not be determined. The liner and modular head where removed and replaced.